Event description:
Device malfunction: stent fracture. Time of malfunction: after the procedure. Symptoms/ae: none. It was reported that during a carotid artery stenting procedure, using a non-abbott stent, an angiogram revealed that an xact stent, that was previously implanted in the contralateral carotid artery on an unknown date, was noted to be fractured but was not separated in two pieces. The pt was asymptomatic. There was no adverse patient effect. Carotid ultrasound showed no evidence of in-stent restenosis. No intervention was performed. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not returned. The lot number was not identified; therefore, a device history record review could not be performed.